Manufacturer narrative:
The device was received not deployed. Device batteries were measured, and the bottom battery was measured to have low voltage. The download data indicates that the pod was in pod state 1 indicating that the device was never filled; however, the reservoir was filled enough to short the fill sensor springs. The device was found to have never activated due to low battery voltage and therefore, did not register the pod being filled by the user leaving the device in pod state 1. Further inspection of the device found the bottom battery to have corrosion around the battery seal. It could not be determined if the corrosion on the batteries contributed to the reported event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure, or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm, and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the cannula did deploy when the pod was activated; this indicates a needle mechanism failure. The pod was worn for less than an hour.